Event description:
While ventilating a patient in the ICU, the ventilator sounded an alarm; as the respiratory therapist went over to troubleshoot the vent, the vent had completely shut down and the screen went black. The reporter states the machine had a high pitched sound atypical of any other sound the machine makes. The patient needed manual ventilation until another ventilator could be applied.